Manufacturer narrative:
Additional mdrs associated with this event: MDR # part number 3025141-2013-00012; 70-0288, 3025141-2013-00014; co-3160, 3025141-2013-00015; co-3160, 3025141-2013-00016; co-3160, 3025141-2013-00017; co-3160, 3025141-2013-00018; co-3160, 3025141-2013-00019; co-3160, 3025141-2013-00020; co-3160, 3025141-2013-00021; co-3160, 3025141-2013-00022; co-3140, 3025141-2013-00023; col-3140, 3025141-2013-00024; col-3140, 3025141-2013-00025; col-3140, 3025141-2013-00026; col-3140.

Event description:
In first surgery, patient underwent orif operation for clavicle fracture, at which time a 70-0288 midshaft plate and 6 3.5mm cortical screws were implanted. One of the screws subsequently broke, necessitating a second surgery. The plate and the screws were replaced with a pl-cl8ll and 3 non-locking and 3 locking 3.5mm cortical screws. After the second surgery, a locking screw broke. A third operation was performed and the hardware was replaced with a new plate and new screws.